Event description:
The customer reported v60 displayed a black screen while on a patient. The unit was turned back on and the unit starting working again. The customer checked the significant event log and is unable to locate any errors. The customer requested onsite warranty evaluation of the v60. The remote service engineer (rse) is creating an onsite work order. The device was in clinical use. No patient or user harm was reported.

Manufacturer narrative:
Based on new information received, the ventilator was swapped out on the patient without harm or injury noted. Philips field service engineer (fse) evaluated the unit and could not replicate the reported complaint. No error codes were identified in the device event log during evaluation. The fse replaced the power management board as potential root cause. The replaced power management board was returned for internal component analysis. The power management board successfully passed testing and it was noted that the display responded normally during testing. No faults were found.